Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the station failed to open the helmer refrigerator door. The station was not communicating with the helmer refrigerator; therefore, the user used the manual keys to unlock the door in order to retrieve the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door did not detect on the bus. A field service engineer contacted the customer and provided instructions to reboot the helmer refrigerator. The customer completed the reboot successfully and was able to recover normal refrigerator operation. The customer confirmed that the refrigerator was recovered and could access. The system functioned as intended after the field service engineer guide the customer to resolve the issue.